Event description:
Inspected equipment and performed functional checkout utilizing the MFR (manufacturer) software. I could not duplicate the discrepancy. Performed pm (preventative maintenance) procedures utilizing MFR software and the equipment passed all tests. Returned equipment to cspd (central sterile processing department).